Manufacturer narrative:
Findings: pump was received with unresponsive buttons and button error alarm due to corroded keypad traces. Unit had broken belt clip slot at battery tube threads area, broken battery tube threads, cracked reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
It was reported that the insulin pump alarmed button error. It was also reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 203 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.